Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log files. Data from the reported event date (B)(6) 2026 was reviewed for the submitted (B)(4) and downloaded (B)(4) log files. The pump maintained a speed within the expected range throughout the reported event date when the driveline was connected. The controller event log file revealed atypical intermittent backup battery faults throughout the reported event date. The alarm was associated with the backup battery not passing the load test. The loaded and unloaded voltages of the backup battery at this time were 11.415 volts and 12.288 volts respectively. The loaded voltage was at least 0.8 volts below the unloaded voltage at this time, ultimately triggering the backup battery fault alarm. The driveline was disconnected at 13:42:14, consistent with the reported controller exchange. No other notable events were observed. Pump operated within expected ranges throughout the reported event date. The system controller (serial number (B)(6)) was returned for analysis. The controller functioned as intended throughout testing and supported a test pump for an extended duration. The reported alarms were not reproduced. The root cause of the backup battery fault alarm was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient came in for emergency backup battery (ebb) fault. The patient had been unable to clear with 10 self-tests and had their ebb reseated per protocol. The system controller was changed out in clinic. The log captured random backup battery faults starting (B)(6) 2026 at 07:20 and becoming more frequent (B)(6) 2026 at 07:26. The controller exchange resolved the fault.